Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused and occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. After the device was irrigated the flow and programming was restored. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the surgeon suspected a valve malfunction and decided to revise it.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.